Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 24-apr-2024. Insertion site was at abdomen. Event occured within three hours of insertion. No further information available.